Manufacturer narrative:
Concomitant products: a2dr01 ipg, implanted: (B)(6) 2014; 388928 lead, 3058 ipg, implant date: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances, resulting in a polarity switch. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.